Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. A 3x19 ts insert was revised to a 3x22 insert, and a patella was implanted.

Manufacturer narrative:
An event regarding revision surgery involving a triathalon insert was reported. The event was confirmed as a revision implant sheet was provided. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including, device failure mode, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. A 3x19 ts insert was revised to a 3x22 insert, and a patella was implanted.